Event description:
It was reported that patient presented for routine generator change. Upon review it was noted that the right atrial (ra) lead exhibited noise and varying low voltage impedance. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.